Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the trunk cable was and missing, preventing the electrode belt from connecting to a monitor. The cause for the failure was isolated to the missing cable. The root cause for the missing cable.